Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot # va02r42, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was indicated that the device had shifted out the pouch and needed to be revised. Patient reported that hcp took too much time causing her to suffer. It was indicated that hcp neglecting was preventing her from getting the procedure she needed to keep this thing from sticking her in the butt. The patient reported that her device was working and she was not in distress anymore urinating. It was added that the device was helping her. It was indicated that patient was suffering with this and needed it revised. A follow-up report will be sent if additional information becomes available.